Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 426 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was assisted with the issue and was informed that the reservoir needed to be replaced and was advised to send the reservoir back for analysis. A new reservoir was shipped to the customer.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed the pre-fill test to reservoir and no air bubbles or leaks were observed during analysis. Checked o-rings/stopper groove for defects and none were found.